Manufacturer narrative:
Device was returned due to infection. A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented for a follow-up in clinic with right ventricular lead vegetation, redness, and discharge at the site of the implanted device pocket. The physician explanted the active system, and the patient remained in stable condition throughout the procedure.